Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Provider alleges seat cracked. Crack is in the seam right above the leg where two pieces come together. Had seat less than 1 year. Chair held a lot of water due to it being cracked. MDR filed.